Event description:
Tampon broke string was in threads [device breakage]. Tampon broke while I was taking it out [complication of device removal]. Case description: consumer reported via e-mail that tampon broke while removing. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.